Event description:
The reporter stated the surgeon inserted an aa4203tl silicone plate toric lens and the haptic was torn during insertion. The lens was removed and a back up lens was implanted. Additional information has been requested but none forthcoming. If more information is received a supplemental medwatch form will be submitted.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that a piece of a haptic plate was torn off and missing. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.